Event description:
It was reported that error 4 occurred during a case. The handpiece was replaced and the case was completed without any patient consequence. Troubleshooting was performed and nothing was found wrong with device.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filled. Upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue.